Event description:
A pt who had an artificial disc implanted in 2005 continued to have back pain and had been to the e.r. Twice. The pain is continuous and pt has been taking oral narcotics. Dr decided to keep the artificial disc implanted and do a posterior spinal fusion l5-s1. As surgical intervention occurred an MDR is being filed to document this event.